Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and acute bronchitis. Concurrent conditions included menstrual cycle abnormal, perineal pain, uterine leiomyoma and dysfunctional uterine bleeding. Concomitant products included cyclobenzaprine from (B)(6) 2018, ergocalciferol (vitamin d2) (B)(6) 2018, ferrous sulfate from (B)(6) 2017 to (B)(6) 2018, ibuprofen (motrin children) (B)(6) 2011, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011, salbutamol sulfate (albuterol sulfate) since (B)(6) 2010, salbutamol sulfate (ventolin accuhaler) (B)(6) 2018, sumatriptan and trazodone (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: visualized approximately 6-8 coils upon completion. As per mr: serial no.\lot no. (B)(6)\774396. Discrepancy noted: in current follow up plaintiff reported that she did not undergo an essure confirmation test but in previous follow-up hsg result was provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet and medical record was received. Event added from pfs- abdominal pain. Aka name were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and fallopian tube perforation ('essure noted coming out of left fallopian tube') in a 33-year-old female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, acute bronchitis, migraine, genital bleeding, dysfunctional uterine bleeding and cystoscopy. Previously administered products included for an unreported indication: albulerol sulfate, cyclobenzaprine, ventolin, samatriptan, trazodone and ferrous sulfate. Concurrent conditions included menstrual cycle abnormal, perineal pain, uterine leiomyoma and dysfunctional uterine bleeding. Concomitant products included cyclobenzaprine from (B)(6) 2018 to (B)(6) 2018, ergocalciferol (vitamin d2) (B)(6) 2018 to (B)(6) 2018, ferrous sulfate from (B)(6) 2017 to (B)(6) 2018, ibuprofen (motrin children) (B)(6) 2011 to (B)(6) 2011, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since 30-nov-2011, salbutamol sulfate (albuterol sulfate) since (B)(6) 2010, salbutamol sulfate (ventolin accuhaler) (B)(6) -2018 to (B)(6) 2018, sumatriptan and trazodone (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and laparoscopic total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the fallopian tube perforation, depression, anxiety, migraine, nausea and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: visualized approximately 6-8 coils upon completion. As per mr: serial no.\lot no. (B)(6) \774396 discrepancy noted: in current follow up plaintiff reported that she did not undergo an essure confirmation test but in previous follow up hsg result was provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, pelvic pain, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: medical record received: event 'essure noted coming out of left fallopian tube' , medical history, were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and fallopian tube perforation ('essure noted coming out of left fallopian tube') in a 33-year-old female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, acute bronchitis, migraine, genital bleeding, dysfunctional uterine bleeding and cystoscopy. Previously administered products included for an unreported indication: albulerol sulfate, cyclobenzaprine, ventolin, samatriptan, trazodone and ferrous sulfate. Concurrent conditions included menstrual cycle abnormal, perineal pain, uterine leiomyoma and dysfunctional uterine bleeding. Concomitant products included cyclobenzaprine from (B)(6) 2018, ergocalciferol (vitamin d2) (B)(6) 2018, ferrous sulfate from (B)(6) 2017 to (B)(6) 2018, ibuprofen (motrin children) (B)(6) 2011, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011, salbutamol sulfate (albuterol sulfate) since (B)(6) 2010, salbutamol sulfate (ventolin accuhaler)(B)(6) 2018, sumatriptan and trazodone (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and laparoscopic total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the fallopian tube perforation, depression, anxiety, migraine, nausea and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: visualized approximately 6-8 coils upon completion. As per mr: serial no.\lot no. (B)(6) \774396. Discrepancy noted: in current follow up plaintiff reported that she did not undergo an essure confirmation test but in previous follow up hsg result was provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, pelvic pain, fallopian tube perforation. Lot number: 774396, manufacturing date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and acute bronchitis. Concurrent conditions included menstrual cycle abnormal, perineal pain, uterine leiomyoma and dysfunctional uterine bleeding. Concomitant products included cyclobenzaprine from (B)(6) 2018 to (B)(6) 2018, ergocalciferol (vitamin d2) (B)(6) 2018 to (B)(6) 2018, ferrous sulfate from (B)(6) 2017 to (B)(6) 2018, ibuprofen (motrin children) (B)(6) 2011 to (B)(6) 2011, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011, salbutamol sulfate (albuterol sulfate) since (B)(6) 2010, salbutamol sulfate (ventolin accuhaler) (B)(6) 2018 to (B)(6) 2018, sumatriptan and trazodone (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine and nausea outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: visualized approximately 6-8 coils upon completion. As per mr: serial no.\lot no. (B)(4)\774396. Discrepancy noted: in current follow up plaintiff reported that she did not undergo an essure confirmation test but in previous follow up hsg result was provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: plaintiff fact sheet and medical records received. Lot number added. Event pelvic pain make incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, nausea. Outcome of event pelvic pain were updated. Reporter information, aka name, medical history, concomitant drug were added. Incident: we received a lot number and serial no. In this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.